Manufacturer narrative:
A ge service rep performed an onsite investigation. A camera was ordered for replacement. No further info is available.

Event description:
The customer reported that the system displayed an error message. No pt injury was reported.